Event description:
Four pacing leads were successfully extracted. One of the leads had been recalled due to an atrial j forming wire puncturing through the lead's insulation with the risk of cardiac tamponade. A variety of extraction tools were utilized. The closing of the incision was complicated by pericardial tamponade.